Event description:
During an abdominal aortogram, balloon angioplasty and stenting of the left superficial femoral artery and popilteal artery. At the end of the procedure when trying to remove the 6 fr balkin introducer sheath broke from the introducer hub. Under fluoroscopy all pieces were able to be removed. FDA safety report ID # (B)(4).